Event description:
Ous MDR - ous MDR - it was reported that during an interrogation, approx 5 hrs after the implantation, neither sensing nor threshold values could be defined. An x-ray showed no info that would explain this event. The revision on the next day showed that lead and implant were connected, and that the intraoperative measurement values were okay. However, the device was replaced with a philos ii sr.

Manufacturer narrative:
Ous MDR - the visual analysis showed scratches on the pacemaker housing. The lead fixation screw for the lead contact was within specifications. There were no problems in screwing the screw in and out. A lead could sufficiently be contacted. The spring element did not show any peculiarities either. During the incoming control, it was found that the pacemaker was programmed to 60 ppm in ssi mode and to 0.4 ms for 2.0 v. The pacing polarity was set to unipolar and the sensing polarity to bipolar. The pacemaker underwent a complete functional test. Nothing unusual was found. The pacing and detection functions were tested and were found to be within specifications. Also, a long term pacing test was performed, where the pacemaker paced consistently. In summary, there were no signs of material or mfg error. The device is within specifications. The analysis did not find the cause for the pacing failure that was mentioned in the complaint.